Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 500 mg/dl and a bolus via the pump was delivered to address the elevated bg level. During troubleshooting with tandem technical support the customer did not see any drops exit the tubing. The customer removed the infusion set tubing and attempted to deliver another bolus; no insulin was seeing exiting the luer lock. During a follow up call with the customer, it was reported that the customer changed out the pump supplies and was able to successfully deliver a bolus with the pump without any occlusion alarms declaring.